Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the implantable neurostimulator (ins) died on (B)(6) 2018 which was a day earlier than usual and was less time than it had been in the past. Battery depleted sooner and the battery life was shorter. It was reported that the patient charged on (B)(6) 2018 and saw elective replacement indicator (eri). There was not dissatisfaction or an allegation against the longevity of the device in regards to the eri. No patient symptoms were reported. No further complications were reported.